Event description:
Disconnecting patient from chemotherapy and went to aggressively final flush with 10cc saline syringe before removing port needle. Flushed aggressively and noted water droplets on patient's clothing. Started flushing again and noted again 2 more times. Fluid appeared to be coming out from under the connector release button. Connector had been used on the proximal port of a huber needle setup for 2 chemo infusions and 2 syringe flushes after each infusion to clear the hub. No leakage noted from continuous IV fluids running on pump, only from manual, aggressive flush with syringe prior to removing port needle. No chemo was spilled due to post infusion flushes.